Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a 16 french foley catheter was inserted into the bladder of a patient and was difficult to remove after several attempts. Assistance was called to remove the foley catheter from the patient. It is unknown as to the method used to remove the foley catheter from the patients bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that a 16 french foley catheter was inserted into the bladder of a patient and was difficult to remove after several attempts. Assistance was called to remove the foley catheter from the patient. It is unknown as to the method used to remove the foley catheter from the patients bladder.